Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. It was noted that the issue with guide sleeve - bearing blocked, oscillating head torn and tension screw plate were address in a CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device bearings had seized, jammed and moved heavy. It was also observed that the device guide sleeve bearing were blocked, the oscillating head was torn and the tension screw plate was too far. It was further determined that the device failed the following pre-tests: check saw blade coupling and functional test. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.